Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the screen turned black with no image, along with an intermittent fault that occasionally returned to normal was damage on circuit board of video plug section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a condition in which the screen turned black with no image, along with an intermittent fault that occasionally returned to normal. There was no patient involvement.